Event description:
It was reported that this right ventricular (rv) lead was exhibiting noise. This rv lead was surgically abandoned, and the patient was changed to a subcutaneous implantable cardioverter defibrillator system. No additional adverse patient effects were reported.